Manufacturer narrative:
The light source was not returned to olympus for investigation, and the hospital has not provided further details regarding the reported events. The user facility's biomedical engineer reported no problems were found with the light source after testing it with their video processor and colonoscopes. The cause of the reported events cannot be determined. User technique, and the patients pre-existing conditions cannot be ruled-out as contributing factors to the reported events.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event. The hospital reported that the light source was used in three different procedures over a period of 7-8 days in which there were allegations of three colon perforations. One of the three patients was known to have cancer, which may have compromised the intestinal walls. The other two patients were perforated in the cecum area. Hospital staff described the perforations as "minimal." The hospital has been contacted for additional information regarding this report and according to the hospital staff; they do not suspect the device to have caused the patient's outcome, as there was no problem found with the device during an evaluation conducted following the reported events. The same clinicians were said to have been involved in all three procedures, and hospital staff have acknowledged that these reports may be technique related. Please cross reference MFR. Report numbers: 8010047-2007-00109 and 2951238-2016-00145 to account for the three patients as referenced in the original report. The following report will be supplemented to cross reference the two associated complaints: 8010047-2007-00109.